Event description:
I am a dialysis patient. I perform home hemodialysis using a device called the pureflow. This device prepares dialysate fluid for use in dialysis. The dialysate fluid is a critical component of he dialysis process. The dialysate, through a process of reverse osmosis, removes dangerous toxins from the blood along with excess fluid from the blood. I have been using this process for 3 years now, and the pureflow device has failed numerous times. Each time that this device fails, I lose a dialysis treatment. When I lose a treatment, my health is impacted. The lack of reliability of this device is shocking, especially since this device must have received FDA approval. Clearly, no long term reliability studies have not been performed on this device before it was released for use.